Event description:
It was reported that while using bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: stage: after opening the package. Defects: foreign matter in the blood collection tube (additive powder), tube cap wear.

Manufacturer narrative:
E.1initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes that there was foreign matter in the tube, and it was assembled incorrectly with the stopper in the hemogard closure upside down. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated: b5. It was reported that while using bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes that there was foreign matter in the tube, and it was assembled incorrectly with the stopper in the hemogard closure upside down. There was no report of patient impact. D9. Device available for evaluation? Yes. Returned to manufacturer on: 07-nov-2023. H3. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter and improper assembly was not observed. Additionally, the customer sample along with retention samples from bd inventory, were evaluated by visual examination and the issue of improper assembly was observed, however foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. This complaint has not been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H6. Investigation summary: bd did not receive samples, but 1 photo was provided for investigation. The photo was visually evaluated with no issues identified. It shows tube with an intact undamaged hemogard closure. The tube does contain a powdered additive per specification. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination, and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: stage: after opening the package defects: foreign matter in the blood collection tube (additive powder), tube cap wear.